Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he experienced high blood glucose levels and was unable to bring down his blood glucose levels due to possible under delivery of insulin . The customer stated that he had high blood glucose levels of 20 mmol/l. The customer reported that his current blood glucose level was 11 mmol/l. The customer reported that the symptoms related to high blood glucose included nausea and thirst. Troubleshooting was performed. The customer reported that the insulin pump was under delivering insulin due to blood glucose not coming down even after correcting. The customer declined to check for presence of leaks or air bubbles in the tubing and reservoir. The programming was accurate on the insulin pump. The insulin pump passed the displacement test. The customer called back on (B)(6) 2018 to perform the high pressure test on the insulin pump. The customer reported high blood glucose levels of 21.6 mmol/l and the current blood glucose level was 11 mmol/l. The high pressure test result was on. The customer also reported that the cannula was bent. The customer reported that he treated with a manual injection. Product is not expected to return.